Manufacturer narrative:
G4: 13sep2020. B4: 30sep2020 . The engineer ran the device by using lung about serval hours and the device could work normally. So the engineer could confirmed the device works normally. No part /s have been replaced and the engineer reinforce the screw of the blower so the unit been returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01sep2020.

Event description:
The customer reported unknown noise. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.